Event description:
Herrick punctal plugs placed 6 mos ago in each lower and left upper puncta. Caused tearing and could not be irrigated out. Required surgical removal. Rptr did not put these in. They think the MFR is lacrimedics, but are not sure. Rptr has no literature on them.